Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the camera was used in a case 23.03.2026. The picture quality was "awful". Light lead was changed on scope, picture on stack was still no good. Changed the camera to another one and everything was ok.

Event description:
It was reported that the camera was used in a case 23.03.2026. The picture quality was "awful". Light lead was changed on scope, picture on stack was still no good. Changed the camera to another one and everything was ok.

Manufacturer narrative:
Correction: emdr data- endoscopy FDA registration number 0002936485 - endoscopy (san jose). Additional information will be provided once the investigation has been completed.